Event description:
The nurse reported that an external filter blood leak occurred during an extended cvvh dialysis treatment. The exact amount of blood loss from the leak was not known. Treatment was discontinued. No medical intervention was reported.

Manufacturer narrative:
The disposable cartridge was not returned to nxstage as requested. The reported leak at the arterial header of the filter could not be confirmed. Review of the patient treatment log files indicate a clot had formed at the arterial header of the filter after approximately eight hours of use. The log file also indicates that there was no evidence that the operator periodically assessed the filter for the occurrence of clotting as instructed in the user's guide. The cause of the reported filter leak is most likely due to a component failure, caused by exposure of the filter to high pressures over an extended period of time, possibly from clotting, which occurred in the arterial header of the filter, and led to a loss in filter integrity and the resultant leak. The user's guide includes adequate warnings with respect to the potential for leaks. Nxstage medical considers this report closed. No additional information will be provided.